Manufacturer narrative:
Continuation of d10: product ID: b3301542, serial# (B)(6), product type: lead. Product ID: b31040, lot# 0 82n09225a, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating they were present at the procedure. Leads were opened and handled properly. The physician confirmed that leads were not straight on his back table while measuring the leads.

Manufacturer narrative:
Continuation of d10: product ID b3301542 lot# serial# (B)(6): product type lead product ID b31040 lot# 082n09225a serial# unknown, product type screening device product ID neu_stylet_acc lot# serial# unknown, product type accessory product ID neu_stylet_acc lot# serial# unknown, product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that leads and lead test cable were bent. They were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: b3301542 (B)(6); product type: 0200-lead; product ID: b31040 (B)(6); product type: 0215-screening device; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 an x 8 (rep): no new information.

Manufacturer narrative:
Continuation of d10: product ID b3301542 lot# serial# (B)(6), product type lead. Product ID n EU_stylet_acc, serial# unknown, product type accessory product ID neu_stylet_acc, serial# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned device (b3301542, s/n: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all laboratory testing, with no anomalies identified. The distal end of the lead is within the specified tolerance of 0.005 inches with the stylet fully inserted. With the stylet withdrawn, the distal end conforms to the specified diameter of ø = 0.02" as per specification. However, a slight bend was observed along the body of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
H11.